Event description:
The nurse of a peritoneal dialysis (pd) patient reported that the patient discovered a fluid leak following her treatment. When the patient opened the cassette door there was fluid on tubing set and cassette door. The set was not retained for evaluation. During f/u the pd nurse reported that the patient's effluent was clear. She did not have signs of infection. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plants' investigation.